Manufacturer narrative:
(B)(4). The reported condition of a damaged battery was confirmed during product evaluation. The assignable cause was depleted main batteries. The main batteries and battery harness were replaced to correct the reported condition. Should additional information become available, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). The root cause was assigned to use/user error. Should additional information become available, a follow-up medwatch will be submitted.

Event description:
The biomedical technician reported a colleague infusion pump with a damaged battery. It is unknown when this condition occurred. This condition had the potential to interrupt delivery. There was no report of patient involvement, injury, or medical intervention related to the device. No additional information is available. The user interface module software version is 5.09.90.